Event description:
It was reported that patient came into clinic. The past week the patient noted isolated low priority alarms. Controller showed disconnect on screen. Patient was asymptomatic. Patient discontinued using the suspected battery and alarms stopped. Site performed elective controller exchange. Patient tolerated exchange well. The devices will be returned to the manufacturer for further evaluation. This is report one of two reports (3007042319-2015-00892 and 3007042319-2015-00893) submitted for devices related to the same event.

Manufacturer narrative:
(B)(4). The instructions for use (IFU) and patient manual include a reference guide and the steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The battery was not returned for evaluation. Review of the manufacturing documentation could not be performed since the device's product ID is unknown. Analysis of the device could not be performed since the device was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a power disconnect alarm on the reported event date and multiple premature switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries, which likely contributed to the event. This is report two of two reports (3007042319-2015-00892 and 3007042319-2015-00893) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2015-00892 and 3007042319-2015-00893) submitted for devices related to the same event.